Event description:
It was reported that this right ventricular (rv) lead was dislodged which was confirmed through fluoroscopy. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.